Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was further reported that she has undergone additional surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2005, at which time monarc was implanted. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was further reported that she has undergone additional surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2005, at which time apogee was implanted. It was reported that the patient underwent monarc implantation on (B)(6) 2006 concurrently with revisionary procedures.